Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: failure to deploy and difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery retrograde after an interventional procedure. Reportedly, after thumb advancer deployment, when the clip deployment button was depressed, the clip did not deploy from the clip applier. There was difficulty removing the starclose se device. The access ports were used unsuccessfully in an attempt to remove the device from the patient. The device was ultimately removed using counter-traction and an assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.